Event description:
I started having severe joint pain and swelling in (B)(6) 2015. I sought care from my pcp. After test results came back I was referred to a rheumatologist. I have gone through many blood draws and many radiology imaging studies since (B)(6) 2015. I have been diagnosed with seronegative rheumatoid arthritis, psoriatic arthritis and fibromyalgia. I have seen 2 different rheumatologists since (B)(6) 2015. I read about bii and believe my symptoms are related to my breast implants that I have had since (B)(6) 2013. All my symptoms match those of other women that describe bii, all my test results are coming back normal. I experience joint pain and swelling, extreme fatigue, I suffer from depression and anxiety due to the amount of pain I am in on a daily basis. My physicians that I see consist of my primary care provider, an orthopedist, a rheumatologist, and a therapist. I have good insurance but between dr visits and medications I am paying my (B)(6) deductible by (B)(6) the last 2 years and I am on target for this year as well. Medical expenses are very financially hard on my family. FDA safety report ID# (B)(4).